Event description:
It was reported during clinical observation site visit, it was reported that there have been issues with air in line alarms. I was further reported the IV lines were being primed by pharmacy and noted to have air in the IV line. Furthermore, it was reported that utilizing the texium connection on their secondary line set will hold air, causing an air in line alarm just after starting infusion. There was patient involvement however patient impact is unknown. Clinical practice consultant reviewed with pharmacy how to prevent air in line during priming. This is a general complaint, no specific events were mentioned. No further information will be provided by the customer and no devices will be sent to bd for investigation.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility